Event description:
The surgeon applied a mayfield head clamp on patient's head after anesthesia induction, however clamp remained loose even after tightening screw. The mayfield has to be removed and replaced. The surgeon attempted to reapply tongs on the previous puncture sites. The item was inspected. The headrest would not fully lock in certain positions. The mayfield head clamp is an accessory. The mayfield positioning equipment was not holding patient's head in position. No further identifying information is available on this device.